Event description:
The patient wanted the device explanted because she no longer wanted it and she has an infection. The infection will not resolve and apparently the patient¿s body was rejecting it. The patient experienced swelling and pain after implant but the swelling has gone down. The patient experienced the following symptoms with the infection: ¿funny different feelings¿, nausea, dizziness, felt like she was going to pass out. All the symptoms came on gradually with the infection but pretty much started at the time of implant. The patient did not know what caused the symptoms. The patient was scheduled for full device explant on (B)(6). Follow-up is being conducted to find out the patient outcome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial no. (B)(4) found no significant anomalies. The ins was functionally okay. (B)(4)

Manufacturer narrative:
Concomitant products: product ID 3708240, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3487a-45, lot # v634064, implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3487a-45, lot # v516928, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported the patient didn¿t have an infection, as cultures were negative.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).